Manufacturer narrative:
Per field service engineer, patient information is confidential information and the customer cannot provide.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information and event date were requested , but no response received.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.